Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to the hc. The hp would disconnect and call the peritoneal dialysis nurse in the morning for further instructions. No patient injury or medical intervention was indicated at the time of the initial report.